Manufacturer narrative:
(B)(4). A 2-lumen catheter marked 7fr x 16cm on the juncture hub was returned for evaluation. The distal extension line was examined microscopically and no anomalies were observed. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed in either lumen. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. The report of a leak in the catheter could not be confirmed through functional testing of the returned sample. No leaks or crossovers were observed in either lumen. A DHR review was performed and it did not reveal any manufacturing related issues. No problem was found on the returned sample.

Event description:
The customer alleges that the catheter was inserted without issue. Aspiration in the distal canal: return of blood and air. Aspiration in the proximal canal: pure blood. The device was changed. The customer reports that from the examination of the device there is a lesion on the external part of the distal canal. No clinical consequences.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter was inserted without issue. Aspiration in the distal canal: return of blood and air. Aspiration in the proximal canal: pure blood. The device was changed. The customer reports that from the examination of the device there is a lesion on the external part of the distal canal. No clinical consequences.